Event description:
The article, "the outcomes of valve-in-valve tmvr for patients with mitral bioprosthetic valve dysfunction: a single-center retrospective study", was reviewed. This research article is a retrospective single-center experience to evaluate the clinical efficacy and follow-up results of valve-in-valve transcatheter mitral valve replacement (tmvr) technique in patients with mitral bioprosthetic valve dysfunction. The devices included in the study were epic, medtronic hancock ii, and edwards perimount. The article concluded that valve-in-valve tmvr is a feasible option for patients with degenerated bioprosthetic mitral valves. [The primary author was tao zhang, department of cardiovascular surgery, the first affiliated hospital of zhengzhou university, zhengzhou, china.] [The secondary and corresponding author was xiaoyan zhao, department of cardiology, the first affiliated hospital of zhengzhou university, zhengzhou, china, with corresponding e-mail: fcczhaoxy8@zzu.edu.cn.] This study included patients with biological valve dysfunction after mitral valve replacement who underwent tmvr from 01 january 2019 to 31 january 2024. A total of 33 patients were included in the study, of which 63.6 (21) received an abbott device. The average age was 70.7 years. The majority gender was female. Comorbidities included diabetes, chronic obstructive pulmonary disease, atrial fibrillation, atrial fibrillation, stroke, tricuspid regurgitation, and aortic valve replacement.

Manufacturer narrative:
Summarized patient outcomes/complications of epic biocor were reported in a research article in a subject population with multiple co-morbidities including diabetes, chronic obstructive pulmonary disease, atrial fibrillation, atrial fibrillation, stroke, tricuspid regurgitation, and aortic valve replacement. Complications reported included device stenosis, stroke, bleeding, mitral stenosis, mitral regurgitation, pneumonia, surgical intervention (valve-in-valve), unexpected medical intervention (blood transfusion), hospitalization/prolonged-hospitalization, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: the outcomes of valve-in-valve tmvr for patients with mitral bioprosthetic valve dysfunction: a single-center retrospective study b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.